Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. Their blood glucose was reading higher by 200 points while the sensor was reading low. The device went into threshold suspend. The customer¿s blood glucose level during the incident was 248 mg/dl. Their sensor glucose during the incident was 54 mg/dl and then went down to 46 mg/dl. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to a low sensor glucose of 56 mg/dl. The suspend on low limit in the sensor setting was 70 mg/dl. The product will not be returned for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.